Event description:
On 4/06/2023, it was reported by a sales representative via sems that an ar-6480 pump is having issues. The hud data is missing randomly. The pump was restarted but the issue re-occurred during a case. There was no patient impact. The rep will replace the cable kit to resolve the issue.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.